Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in loma linda, united states. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutchland received report about a heater cooler 3t system that gave an error during procedure. Once turned on and off the stirring mechanism also stopped twice. There is no report of patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11. Through follow up communication it was confirmed that the error was displayed on patient side and it was fixed rebooting the device. Livanova field service engineer was dispatched to customer facility, inspected the device and the system was run for several hours and no device problem was detected, unit was tested and confirmed to be working according to manufacturer specifications. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on investigation findings, the most likely root cause of the reported event was a temporary electrical failure; an accidental user error that stopped the motor cannot be excluded either. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.